Event description:
It was reported that sensing issues were encountered during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The auto setup process was unable to be completed as a result. Once the pocket was closed, improved sensing was observed and defibrillation threshold (dft) testing was performed. Appropriate detection and successful conversion was noted. High shock impedance measurements of 100 ohms was observed during dft in addition to occasional missing beats and baseline wandering with oversensing when the patient moved in bed. Low amplitude signals were observed with report of signals fluctuating from large to small, resulting in some undersensing and oversensing. The patient was noted to be in atrial flutter. Technical services (ts) discussed potential air entrapment and discussed evaluating the system placement. The patient was seen the next day, the auto setup process was unable to be performed, however, the manual setup was successful. Some noise was observed with patient movement. The patient was discharged and monitoring was continued. Subsequent information was received that inappropriate shock therapy was delivered for atrial tachycardia/atrial flutter. The patient was noted to have a rate dependent bundle branch block with low amplitude r-wave measurements during the arrhythmia. Surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. This s-ICD system remains implanted, but was abandoned electrically. No additional adverse patient effects were reported.

Event description:
It was reported that sensing issues were encountered during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The auto setup process was unable to be completed as a result. Once the pocket was closed, improved sensing was observed and defibrillation threshold (dft) testing was performed. Appropriate detection and successful conversion was noted. High shock impedance measurements of 100 ohms was observed during dft in addition to occasional missing beats and baseline wandering with oversensing when the patient moved in bed. Low amplitude signals were observed with report of signals fluctuating from large to small, resulting in some undersensing and oversensing. The patient was noted to be in atrial flutter. Technical services (ts) discussed potential air entrapment and discussed evaluating the system placement. The patient was seen the next day, the auto setup process was unable to be performed, however, the manual setup was successful. Some noise was observed with patient movement. The patient was discharged and monitoring was continued. Subsequent information was received that inappropriate shock therapy was delivered for atrial tachycardia/atrial flutter. The patient was noted to have a rate dependent bundle branch block with low amplitude r-wave measurements during the arrhythmia. Surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. This s-ICD system remains implanted, but was abandoned electrically. No additional adverse patient effects were reported.